Event description:
It was reported by service report that left and right main frame rails are broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Main frame rails.